Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a red heart alarm. The ventricular assist device (vad) coordinator downloaded and provided the log files for analysis. Logfile analysis confirmed the red heart alarms and showed periods where the pump was not able to maintain the set-speed while patient was connected to the power module (ppm). The hospital was informed about the finding and a potential short-to-shield in this patient. However, due to patients age, patients' general condition and patient's will it was decided to send the patient back home with the advice to stay on battery support (non-grounded power source). No further actions were performed.